Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, vehicle accident and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 53 mg/dl. For treatment, the patient was given dextrose and insulin. The pod was worn between 36 and 48 hours on the leg. The patient was still at the hospital. The pod was discarded. The patient was involved in a automobile accident, where his vehicle rolled over. The patient was not harmed in the accident.